Event description:
It was reported that the patient experienced an infection and underwent hyperbaric pressure chamber treatment for almost 1 hour per day over 4 weeks. The hcp was subsequently only able to refill the pump with 15 mls instead of 20. The pump was replaced. The patient status was "good, but due to replacement this has effected the patient due to the new operation". The pump contained baclofen.